Event description:
It has been reported to philips that there were no images when taking x-rays. The issue was found during clinical use. The patient was moved to an alternate system. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that  there are no images. Review of the system log file showed that issue was due to detector failure. Fse replaced the detector apm choice which helped in resolving the issue. After replacement of the  detector apm choice , system was returned to use in good working order. The codes were updated based on the investigation outcome.